Event description:
It was reported that during a de novo, 75% stenosed, left internal carotid artery acculink stenting procedure, an acculink stent delivery system (sds) was advanced and the stent was deployed to the lesion. Reportedly, with the stent implantation, there was a kink in the artery found and another unspecified stent was implanted to straighten the vessel and remove the kink. The vessel was not occluded and there was a brisk timi 3 flow. There was no adverse patient sequela or no clinically significant delay in the procedure reported. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. It was reported that after stent implantation, there was a kink in the artery and another stent was implanted to straighten the vessel. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality deficiency.